Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d2a; g4. The device was not returned to olympus for inspection and the reported failure could not be confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ceramic head had broken on the sheath. It was found during reprocessing. No patient involvement.